Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications at the time of the reported issue; however, one evening prior to contacting lfs, the patient reportedly took a decreased dose of medication (type/ amount not specified). About 30 minutes after the start of the alleged issue, the reporter claimed the patient developed a symptom of shaky. Treatment was not specified. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.